Event description:
It was reported that a patient on current maintenance presented for their monthly infusion. The customer was called into the infusion area after right chest mediport was accessed for infusion. While flushing with saline, patient complained of pain, and the nurse noted swelling with saline insertion. There was no blood return. Port was not used. Left forearm IV inserted for patient to receive treatment. Patient denies of pain at or around the mediport site when not in use. It was not painful prior to insertion. Ivr contrast injection revealed port a cath tubing had become disconnected from the hub, with the proximal tip in the right neck likely in the internal jugular vein and the distal tip in in the right ventricular region. The port should not be used. Vascular surgery consult was recommended for the port a cath tubing retrieval. Patient underwent an internal jugular cut down with removal of foreign body delirium tremens disconnected mediport.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information received via email. Date of event was updated from unknown to 16-feb-2023. There was patient involvement. The event resulted in patient harm and the outcome of the injury was resolved. Concomitant medical products and therapy: "current maintenance nivolumab monthly."